Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Event description:
Approximately 6 days after hvad implant, the site reported electrical fault alarms that were confirmed with log file analysis. Visual inspection of the driveline connector and controller pins revealed contamination. The heartware field engineer performed a cleaning procedure and controller exchange. The patient tolerated the procedure without injury and no additional alarms have been reported.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller exchange and driveline cleaning procedures were performed without incident and there was no reported patient injury. A heartware clinical engineer performed a visual examination confirming contamination within the driveline connector and the controller driveline connector. The engineer performed a "driveline connector cleaning' procedure to remediate the conditions reported under the event. The controller ((B)(4)) was returned to heartware; the driveline was not returned for analysis as it remains implanted in the patient. The controller failed visual evaluation and passed functional testing. Visual evaluation revealed confirmed foreign material within the controller driveline connector; functional testing was unable to replicate the electrical faults. However, an analysis of the controller log files confirmed the reported event which revealed an electrical fault resulting in an intermittent malfunction of the pumps front stator. The root cause of the event cannot be conclusively determined. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.